Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:metformin hcl - ~ 3 years 200mg/dayprilosec - ~ 15yrs 25mg/daydiphenoxylate/atrop - 2 mos 10mg/dycellcept - 2mos 2000mg/dayaspirin - years 81mg/daycalcium/vitamin d - 1950 1200mg/600mg/2xfosamax - ~ 3 yrs 70mg/week